Event description:
It was reported the patient was recharging and received the call doctor screen with power on reset (por). The patient's implantable neurostimulator (ins) battery was half full. The patient was unable to adjust stimulation. The patient also received the poor communication screen while attempting to troubleshoot. It was later reported the por was cleared and the patient was receiving effective therapy. The patient was instructed to completely charge their ins and additional education was provided.

Manufacturer narrative:
Product ID 3986a, lot # n196960, implanted: (B)(6) 2012, product type lead; product ID 3986a, lot # n268178, implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type extension.